Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain at the device site, therefore, the device system was explanted. No additional adverse patient effects were reported.